Event description:
It was reported that during the procedure, the stylet was stuck inside the right ventricular (rv) lead. The rv lead was replaced and the procedure continued with the new lead on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of a stylet insertion issue was not confirmed. A complete lead was returned in once piece. Electrical testing, visual and x-ray inspection of the lead did not find any anomalies. A stylet insertion test performed and found no anomalies.